Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer for investigation. One of the two photos shows a device with the hub/cannula assembly separated from the front sample, rear sample, and wing. Additionally, 30 retained samples were subjected to functional tests to assess separation during use and retraction lockout. All samples passed testing, exhibiting no signs of defects or device separation during use or retraction. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates during use. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the wings of the unit fractured, preventing the safety mechanism from being activated properly. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the wings of the unit fractured, preventing the safety mechanism from being activated properly. No adverse impact was reported regarding the patient or user.